Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event . No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Evaluation of returned instrument noted damage on the threads of the instrument.

Event description:
It was reported that during surgery in 2007, surgeon experienced complications with inserter/extractor and procedure was delayed by one-hour. No further details were provided.